Manufacturer narrative:
Product complaint #: (B)(4). No drain product was received. Received one piece of silicone material. The piece is of injected origin (not extruded origin) the drains of manufacturer are produced by extrusion process. Reviewed the piece with the production teams of both production sites. The sample was not recognized as part of manufacturing process. The production process of manufacturer, drains do not intersect with the flow of injected components. We had no additional similar complaints from the past. Based on above, we conclude that it is unlikely that the particle originate from manufacturers drain.

Manufacturer narrative:
Product complaint #: (B)(4). It was reported that this device is not serious injury reportable. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: lot# ? N/a. Was any deficiency or anomaly noted with the drain prior to or during insertion? No. Surgery name? Breast reduction unilateral. What tissue was the drain placed in? Left breast pocket. How was the drain fixated in place? Nylon suture . Did the drain function properly upon first activation? Yes . How long after activation it was noted that the drain is not draining or clogged? Pod 1 ((B)(6) 2018), plastic piece came out of drain on pod 5 and output increased; drain removed on pod 6. Does the plastic piece appear to be a part of drain tube material? No . Was any other plastic material used in the procedure? If yes, what was it? No . Any patient consequence/ae outcome as a result of the event report? Seroma . If yes, what medical/surgical treatment was provided. Needle aspiration . Was the drain removed from the patient and a new drain inserted 'surgically' to complete the case? No, drain malfunction not detected intraoperatively. How was case completed? N/a. If sample is unavailable to be returned, do you have any photos of the reported drain with issue? N/a. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a unilateral breast reduction on (B)(6) 2018 and a drain was used. Drain functioned properly initially. On post operative day 1 drain wasn¿t draining. When the drain was pulled, a lot of fluid came out with a piece of plastic. It is believed that this piece was in the drain, clogging it. On post operative day 5 output increased. Drain removed on post operative day 6. The drain is not available for analysis. The patient had a seroma which was addressed by needle aspiration.